Manufacturer narrative:
(B)(4).

Event description:
During replacement procedure, after the lead was placed in rv apex, the physician could not fully insert the lead into the connector of the device. Despite of loosening the setscrew of the device, the result was same. The lead was not used and a new lead was replaced, normal insertion was confirmed. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.